Event description:
A male pt with previous history of hypertension and nephrectomy due to renal carcinoma, underwent aaa repair with another manufacturer's graft placed around 2005. The previously placed endograft was 28.5 mm diameter graft, which appeared to have migrated approximately 2.5cm per a CT scan done back in 2007. The uncovered aortic outer wall diameter was approximately 28mm. The physician chose to use a renu extension to correct this proximal type I endoleak. Access was via the right side after cut down and the left side was accessed percutaneously for wire and catheter use only. The physician deployed the renu extension and ballooned all the required sites. There was still a small proximal leak and they observed the renu device to be a bit lower to the renal artery than wanted, so placed a main body extension. After deploying the main body extension this was ballooned again. An arteriogram showed that the type I endoleak was no longer present. The physician then closed the right femoral artery and around this time the patient had some sort of reaction in which he made a large anterior jerking movement - almost like a sit-up. It was noted at this time that he became extremely hypertensive. The physician palpated the exposed right femoral artery and noted there was no pulse. Anesthesia then noted the patient and now become extremely hypotensive and his blood pressure had now dropped to about 90. The patient's blood pressure continued to decrease and only a slight pulse was felt on the right femoral. The physician then decided to regain access and shoot another arteriogram to check for endoleaks. Prior to this, both physicians externally palpated the abdomen and agreed there was no rupture. Arteriogram was shot and nothing out of the ordinary was noticed. The patient's blood pressure had now been below for some time. Two chest x-rays were taken and nothing was revealed. Another abdominal CT as well as a pelvic CT were shot and still no problems were identified. At this time, the physicians called in for additional testing and called in a cardiologist. The next test done was a trans-thoracic ultrasound. The cardiologist immediately noticed a dissection of the aortic valve and ascending aorta. The pericardial sac was quickly filling with fluid so life flight was called in to transport patient. While waiting on the life flight, the cardiologist decided to do a trans-esophageal ultrasound to determine the extent of the dissection. The physicians observed the dissection to involve the aortic valve, ascending aorta, aortic arch, descending aorta and then they had to pull out due to the arrival of the life flight team.

Manufacturer narrative:
Evaluation: still under investigation.